Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee) imaging showed a laminar, non-mobile thrombus on the closure device. The patient was stopped from randomization to dual antiplatelet therapy (dapt) and started on apixaban 5 mg twice a day and scheduled for repeat transthoracic echocardiogram (tte) in six (6) weeks. It was further reported that the outcome of the event was resolved on (B)(6) 2025.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was implanted on 2025. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee) imaging showed a laminar, non-mobile thrombus on the closure device. The patient was stopped from randomization to dual antiplatelet therapy (dapt) and started on apixaban 5 mg twice a day and scheduled for repeat transthoracic echocardiogram (tte) in six (6) weeks.